Event description:
Same case as MDR ID# 2134265-2013-06177 and MDR# 2134265-2013-06181. (B)(4). It was reported that post percutaneous coronary intervention, angina occurred. In (B)(6) 2009, a 32mm x 3.00mm, 32mm x 3.50mm and 32mm x 2.50mm taxus liberté stents were implanted to the mid right coronary artery. In (B)(6) 2013, patient presented with stable angina.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).